Manufacturer narrative:
(B)(4). Lot number to 14f07h15. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the sponge of a minicap was dislodged from the cap. The reported issue was discovered prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2.